Event description:
Legal claim alleges the patient had a revision. No additional information is available at this time.**update** (B)(6) 2011 - litigation papers received. They allege that on or around (B)(6), 2009, patient was implanted with an asr hip on her left side. Patient has experienced increased discomfort in her hip and continues to hear a cracking sound when she walks. Blood tests reveal elevated levels of chromium and cobalt in her system. Due to her increased discomfort and elevated levels of metal ions, patient will likely have to undergo a revision surgery.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed. Should additional information be received, the investigation will be re-opened.